Manufacturer narrative:
(B)(4). Cracked blade. Analysis summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the bladed, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
Device rec'd without any info related to the event.